Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 18mm x 1.7mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during inflation at 10 kilopascal (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. Microscopic inspection revealed a longitudinal balloon tear. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 18mm x 1.7mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during inflation at 10 kilopascal (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.